Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced cardiac arrest and cardiorespiratory arrest and expired on the same day. It was alleged that the event was caused by the product administered to the patient for dialysis treatment.